Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, when the surgeon started the firing, the device stopped on the halfway. They then used another device to resolve the issue in order to complete the case. There was no patient injury.